Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 124 mg/dl. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was not done because the no delivery alarm was resolved by the customer. The customer reported replacing the infusion set for the insulin pump. No additional information was provided.